Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's device had been explanted. The patient no longer had symptoms because they had a bladder sling implanted after the ins and they no longer needed the ins. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative clarified that the reason for the patient was implanted with a bladder sling after they had been implanted with their ins was due to stress incontinence according to their medical doctor. It was further reported that there was no issue with the ins.